Manufacturer narrative:
Concomitant medical products: 5071-53 lead implanted: (B)(6) 2006; dtbb1d1 ICD implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had p-wave undersensing on the right atrial (ra) lead. Follow up with the physician determined that the patient had been seen in clinic, but no actions were taken. The ra lead remains implanted and in use. No patient complications have been reported as a result of this event.